Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Patient presented with enlarged atrium, pillowed leaflets, and annulus dilation due to atrial fibrillation. Transseptal puncture was aorta hugger. A xtw (lot: 41115a1013) was placed and deployed. Shortly after release, the clip detached from the anterior leaflet, leaving the anterior arm grasping only chordae. A second clip xtw (lot: 41115a1009) was then attempted to be implanted. Trannseptal puncture was aorta hugger making positioning difficult. The clip became caught in the chordae three times, which was able to be inverted and retracted to atrium without any chordal or tissue damage. After this, one of the grippers was not functioning during simultaneous actuation anymore. Troubleshooting was performed but did not resolve the issue. The clip was removed and observed outside the patient, and the gripper line was seen to be detached. It was decided to end the procedure. The slda was deemed to be stable, so no further intervention was performed. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/ regurgitation per the physician was related to patient conditions (enormously dilated left atrium and therefore a coaptation gap). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: 4451 unchanged mr.